Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging respiratory tract irritation, inflammatory response, lung disease, reduced cardiopulmonary reserve. The patient has passed away. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging respiratory tract irritation, inflammatory response, lung disease, reduced cardiopulmonary reserve. The patient has passed away. Medical intervention was not specified. No additional information can be requested at this time. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed pil was not able to confirm the complaint or address the symptoms specified. Evidence of sound abatement foam degradation/breakdown and dust-like contamination was observed. The manufacturer used a fitt (foam integrity test tool) and unknown residue on the inside of the blower box lid of the blower motor. Blower motor had slight dust-like contamination on it and on the blower seal. Blower motor had potential mineral deposit stains on the bottom of it and inside of it, indicating potential water/liquid ingress. Black contamination, consistent with keratin, at the air outlet of the blower box. 2 screw bosses were cracked during disassembly of the blower motor. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination in the device and are consistent with being from an external source.